Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has suffered serious bodily injuries, including extreme pain, infection of her internal bodily tissue, experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
The sample remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the precautions section: "based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. Avaulta solo synthetic support system implantation procedures require diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra, rectum, or any viscera during introducer passage. The avaulta solo synthetic support system is provided in a sterile blister tray within a sterile pouch. The avaulta solo synthetic support system is intended as a single-use device." (B)(4).